Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
In a literature review as reported by the international hepato-pancreato-biliary association: 2008; 10: 239-243 "liver transection using the ligasure sealing system". A pt developed liver failure. No further details are available from the site.